Manufacturer narrative:
We apologize that we are unable to identify the root cause(s) and provide any corrective action at the momonent of writing this report. Since we found no discrepancy of this nature of defect from the DHR eval and tests that we had conducted, we are unable to make any conclusion at this point of time. However, we have disseminated this info to all related staff for continuous look out for any possible cause that could contribute to this defect. Supplement report will be issued once further investigation has been completed. Lastly, we would like to apologize for any inconvenience caused. Jms will continue to maintain the good qualities of our products and to ensure only the good qualities products are delivered to customer. Conclusion: the MFR apologizes that they were unable to identify the root cause(s) and provide any corrective action at the moment of writing this report. Since they found no discrepancy of this nature of defect from the DHR eval and tests that they had conducted, they are unable to make any conclusion at this point of time. However, the MFR had disseminated this info to all related staff for continous look out for any possible cause that could contribute to this defect. A supplement report will be issued once further investigation has been completed.

Event description:
Machine alarming "air detector". Air noted in arterial line and to of dialyzer. Blood noted leaking from arterial needle where needle connects to blood line. Defective sample not available. Date of event: 2006. Air found in pt's bloodlines and dialyzer. Rn paused tx, discontinued bloodlines. Upon investigating pt's bloodlines, a crack was found. Defective sample available & was returned on 06/16/2006.